Event description:
This report is being filed to update the evaluation conclusion code.

Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), a vessel was damaged during creation of the device pocket and resulted in patient bleeding. The vessel was cauterized and the device was placed sideways in the pocket, away from the vessel. The electrode was then implanted and defibrillation threshold (dft) testing was performed and was unsuccessful in converting the patient. Additionally, high shock impedance measurements of 93 ohms were observed. The local field representative inquired about the position of the device in the pocket. The electrode was repositioned closer to the sternum and a subsequent dft test was successful. Final shock impedance measurements were noted to be 90 ohms. This procedure was successfully completed. This product remains in service. No additional adverse patient effects were reported.